Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician attempted to advance the 2.5x16mm taxus liberte stent, but was unable to cross the target lesion. Upon removal of the device, it was noted that the stent struts were deformed. Additional information has been requested.